Event description:
This procedure is part of the (B)(6) study:this adverse event was not reported by the site, but was identified by the core lab review of the procedure. The procedure was performed on (B)(6), 2010 and an arterial spasm with no intervention or injury was reported. On (B)(6), 2012 through a core lab review, an abrupt closure was also observed. The abrupt closure was resolved after ballooning of the area.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.the difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the(B)(6) study events.